Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 800 pro synchron system was generating multiple errors and the customer discovered a leak from the reagent probe and the reagent carousel was out of alignment. There was no report of operator injury or exposure; no erroneous results were generated associated with this event. The leak was contained within the instrument. The operator wore lab coat and gloves while operating the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the cause of the leak was the a/b valve for the reagent probe. The fse replaced the valve to resolve the leak from the reagent probe, and realigned the reagent probe and the reagent carousel.